Event description:
It was reported that the customer received m3 and f2 error codes on their centrimag (cmag) unit while connected to the patient. The patient required a complete circuit change and suffered hemodynamic instability. Their products were exchanged which resolved all of the alarms. Related MFR number for the console in use: MFR 3003306248-2021-07039. Related MFR number for the motor in use: MFR 3003306248-2021-07040.

Manufacturer narrative:
Requested serial number; no response received. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events and the centrimag blood pump could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the centrimag pump serial number and return status; however, no additional information was provided. The centrimag device was not returned for evaluation. The lot number or other identifying information of the product was not reported and was not able to be determined during the investigation. The centrimag blood pump instructions for use (IFU) lists the adverse events that may be associated with the centrimag circulatory support system. This IFU also provides the following warnings and cautions: IFU warning #10: frequent patient and device monitoring is recommended. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #15: always have a backup centrimag pump, console, motor, and accessories available for use. The 2nd generation centrimag system operating manual is also available. Table 13 entitled ¿console alarms & alerts¿ details the various alarms and alerts and the appropriate operator response, including m3 and f2 alarms. No further information provided. The manufacturer is closing the file on this event.